Event description:
Baxter italy reported that a line detached from the cassette of the homechoice set during prime cycle in anticipation of home pt's automated peritoneal dialysis therapy. The customer received a "verify/check set" alarm and then noted liquid around setup. The home pt ended procedure early, and set up new supplies to perform therapy. No damage was noted to the overpouch or carton in which the homechoice set was delivered, nor were any sharp utensils used to assist in opening of the carton or overpouch. Baxter italy has indicated that this event occurred upon initial use of homechoice set. No pt injury or medical intervention has been associated with this incident, per baxter italy.